Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found for transmitter ID (B)(4). In addition, signal loss was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause of the signal loss could not be determined. The reported event of the sensor stopped working is reportable based on the finding of signal loss. No injury or medical intervention was reported.